Event description:
It was reported the single use biopsy valve tore and remained on the syringe when the syringe of cold serum was inserted to treat a bleed. The customer reported this problem occurred 1 time out of 5. The issue occurred during an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Two additional complaint records were created to capture other reported events: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be that the biopsy valve was used without noticing a slight crack on the housing when it was attached to the endoscope. The crack then grew larger due to the load caused by insertion and removal of the syringe during the procedure, eventually causing the housing to crack completely and detach from the endoscope the event can be prevented by following the instructions for use which state: put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly. Olympus will continue to monitor field performance for this device.